Event description:
It was reported premature core wire detachment occurred. A left atrial appendage closure (laac) procedure was being performed. A trusteer watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was prepped on back table prior to insertion. It was noted that the scrub tech had a difficult time loosening the touhy to pull back the core wire. Once touhy was loosened, the core wire was pulled back and advanced to distal marker band. The wds was flushed and made ready for insertion. The wds was advanced and deployed. When flex ball was made and the closure device was positioned in an optimal position then unsheathed. Position was evaluated as acceptable and the sheath was pulled back for tug test. Tug test was initiated, but device did not move. The sheath was repositioned to remove wire bias, and a second tug test was initiated. At this time, it was noticed on fluoroscopy imaging that the core wire was not engaged into the threaded insert on the deployed closure device. Care was taken to ensure the core wire was not entangled with fabric of the closure device and the core wire was pulled back into the sheath. The closure device was assessed at this time. There was good position, compression between 15-19 percent and no leak. The physician discussed the possibility of attempting to reattach the core wire for a proper tug test, but as the closure device met other aspects of position, anchor, size and seal (pass) criteria, it was determined to leave the device in place.

Event description:
It was reported premature core wire detachment occurred. A left atrial appendage closure (laac) procedure was being performed. A trusteer watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was prepped on back table prior to insertion. It was noted that the scrub tech had a difficult time loosening the touhy to pull back the core wire. Once touhy was loosened, the core wire was pulled back and advanced to distal marker band. The wds was flushed and made ready for insertion. The wds was advanced and deployed. When flex ball was made and the closure device was positioned in an optimal position then unsheathed. Position was evaluated as acceptable and the sheath was pulled back for tug test. Tug test was initiated, but device did not move. The sheath was repositioned to remove wire bias, and a second tug test was initiated. At this time, it was noticed on fluoroscopy imaging that the core wire was not engaged into the threaded insert on the deployed closure device. Care was taken to ensure the core wire was not entangled with fabric of the closure device and the core wire was pulled back into the sheath. The closure device was assessed at this time. There was good position, compression between 15-19 percent and no leak. The physician discussed the possibility of attempting to reattach the core wire for a proper tug test, but as the closure device met other aspects of position, anchor, size and seal (pass) criteria, it was determined to leave the device in place.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0037588984. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include the following precaution: use caution when manipulating the delivery system. Excessive counterclockwise rotation of the deployment knob or delivery system hub independent from the rest of the delivery system can cause premature implant detachment. Risk review: a risk review was completed and confirmed that the events of premature detachment of device and device operate differently than expected were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.